Event description:
The temperature sensor foley was inserted prior to the procedure. The foley was later found outside the patient. The balloon was noted to be defective. A second catheter was inserted and the same thing occurred.the balloon was defective. A urologist was asked to check the patient and he inserted a different type of catheter in order to proceed with the surgery.